Manufacturer narrative:
(B)(4). Batch number: p5612x. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown surgery, the closing trigger was too hard to be locked, then, the device was locked out. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.